Manufacturer narrative:
E1: initial reporter postal code: 9100. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through three (3) small volume folfusors. A folfusor was prepared for a seven-day infusion and the initial weight was 134g; however, after one day, the patient returned to the hospital, and it was noted that the pump weight was 133g. Therefore, the pump did not run. This was the third time a folfusor was prepared for this reason that day. The device contained 5-fluorouracil and glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) devices were received for evaluation containing fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer caps were removed, and evidence of continuous flow of fluid from the distal luer was observed. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luers. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.